Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the console was functioning without issues. After five hours of continued therapy, the customer noticed the console screen was black and console was not pumping. There were no alarms prior. The mains power cables were quickly checked and found to be plugged in and were turned on. The small top left hand on / off switch on the pump was then turned off for 2 seconds and back on again. At this point it was noted the patients¿ blood pressure was dropping. Fortunately the pump restarted. The nursing staff ensured the pump was pumping again using the keypad. Upon restart there were no technical alarms. The pump then ran for approx. 2 more hours with no further incident. The nursing staff checked the battery level and the batteries indicated full charge. The patient was awaiting transfer to hobart for further planned treatment. The patient was removed from the console. There was no reported malfunction of the iab catheter.